Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation:" rupture", "recalled," and "incapsulated."

Event description:
Healthcare professional reported left side "moderate wrinkling" not related to the device. Healthcare professional later reported left side rupture, "recalled," and "incapsulated." The device has been explanted.